Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tribal artery. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device completely removed from the patient and the procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were numerous kinks throughout the hypotube of the device. The distal tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal edge of the distal markerband was revealed. There was a scratch to the right of the pinhole. Microscopic examination presented no irregularities in the balloon material and markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via left femoral artery. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior tribal artery. After a non-bsc guide wire crossed the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres, the balloon ruptured. The device completely removed from the patient and the procedure was not completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).